Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the suction flow was restricted, the forceps passage had restriction likely due to insufficient cleaning. The scope was leaking from the biopsy channel. Additionally, the image had with dot. The objective lens had tiny chip around the glue area. The light guide lens had small crack and tiny chip around the glue area. The plastic distal end cover had scratches and dents. The control knob had play likely due to wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, something clogging the channel of the evis exera iii gastrointestinal videoscope and was not able to get it cleared. The reported issue occurred after hemostasis was achieved in a therapeutic esophagogastroduodenoscopy. The procedure was not prolonged due to this failure. The patient was not impacted by this failure. The procedure was completed with the same device. No other medical intervention was needed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the device was manufactured. Based on the results of the investigation, the event, ¿foreign material clogged in channel, could not be removed¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection ¿ IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.